Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -13.00/2.5/174 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os). Low vault with rotation was observed, the lens was repositioned on (B)(6) 2023, but did not resolve the problem. On (B)(6) 2023 the lens was replaced for a shorter length lens and the problem was resolved. Cause of the event is reported as device. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim #(B)(4).

Manufacturer narrative:
H6 - 4628 added to initial MDR. Claim # (B)(4).